Event description:
A customer observed a false positive total beta-bcg result on a patient sample. The result was later confirmed negative with another method. False positive total beta-hcg results may lead to inappropriate physician action. There was no report of harm as a result of this event.